Event description:
On initial contact, dentist reported handpiece overheating and burned patient. Dentist noted a quarter size burn on tongue after procedure to remove amalgam form lower second molar. Dentist checked on patient next day. Dentist noted he did not lubricate attachments nor do anything for maintenance. After the procedure, dentist advised he ran the handpiece for a short time (10-15 seconds) and then put it on the inside of his own wrist, causing a burn there.